Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 175 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing; only air bubbles were observed. A cartridge change was performed to resolve the reported issues. Customer's blood glucose level was 142 mg/dl.